Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 48 mg/dl and sensor glucose value was 109 mg/dl. The customer was assisted with troubleshooting. The second sensor still inaccurate sensor updating. Calibration not accepted alarm. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.